Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was attempted for use in a patient for the endovascular treatment of a 6.0 cm thoracic aortic aneurysm. It was noted that the patient had previously had another manufacturer¿s thoracic stent graft implanted and had developed an aneurysm at the distal end. It was also noted that the patient had very tortuous anatomy. It was reported that the valiant device was advanced to within the other manufacture¿s graft. As the stent graft was deployed the graft cover and the stent graft moved together. It became difficult for the physician to continue to unscrew the stent graft so the device was removed. When the device was moved distally into a straighter portion of the anatomy, part of the fabric came forward from under the graft cover. A different valiant device was then inserted and was deployed normally which resolved the event. The physician stated that the event was caused by very tortuous anatomy. No additional clinical sequelae were reported and the patient is fine.